Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was having trouble with the ins. A year prior to the report, a rep jumpstarted the ins because she hadn't used it in a while and wasn't able to connect. Since the jumpstart, the ins won't stay charged. Due to the ins not staying charged, the last recharge was a year ago and she is not able to connect again. The patient had been talking to the hcp about getting a replacement due to the device not staying charged. The patient wanted a rep to reach out, so a rep was going to contact the patient.